Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a low blood glucose. Customer's blood glucose declined to 45 mg/dl. The customer did not state how they treated for their low. The customer also reported a constant tone on the insulin pump. Customer's blood glucose was unknown at the time of incident. The customer also reported an alarm did not occur prior to the constant tone. Customer reported the insulin pump became frozen and a high pitch noise occurred when connecting to the sensor. The customer also called back to report the constant tone was recurring. The customer agreed to return the insulin pump for analysis.